Manufacturer narrative:
Event date approximated based off of procedure date and event occurring at 45-day follow-up appointment.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. After implant, the patient was started on dual antiplatelet therapy. At the routine 45-day follow-up, a mobile thrombus was discovered on the closure device near the limbus via transesophageal echocardiogram (tee). The patient was started on eliquis and expected to return in three months for follow up tee.